Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had keypad issue and error code 210.6020. There was no patient involvement

Manufacturer narrative:
Omit: a07 - electrical /electronic property problem (1198), b21 - type of investigation not yet determined , c21 - results pending completion of investigation , d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had keypad issue and error code 210.6020. There was no patient involvement.